Event description:
When using, generator kept saying to re-grasp tissue ¿ it wouldn't compute cycle. Another ligasure was opened to complete the procedure. The product had patient contact but no patient harm. Manufacturer response for ligasure, (brand not provided) (per site reporter). Product returned via return kit.